Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32mmx3mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and mildly calcified left anterior descending artery. After a 3.5 non-bsc guide catheter and guidewire were advanced to the lesion, a 2 x 12 maverick balloon catheter was used to pre-dilate the lesion. A 3.00 x 38mm promus element long drug-eluting stent was advanced but had difficulties tracking. The device was removed and it was noted that the distal strut of the stent was lifted. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable.